Event description:
Report 1 of 2. It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin) , 4 tubes had the gel at the top of the tube instead of the bottom. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event or problem: report 1 of 2. It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin) , 4 tubes had the gel at the top of the tube instead of the bottom. There was no health impact or consequences reported. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-sep-2025. Investigation summary: bd received one sample from lot 431381n, two samples from lot 431765n, and 2 photos for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed. The customer samples were visually inspected for gel defects, and the issue of gel smearing was observed. Additionally, 50 retention samples from each lot number were visually inspected for gel defects and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing based on photo and sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin) , 4 tubes had the gel at the top of the tube instead of the bottom. There was no health impact or consequences reported.